Manufacturer narrative:
Analysis results indicate one cylinder had a leak at the strain relief/rear tip junction due to fatigue along with broken fabric threads. The other cylinder also had broken fabric threads. Device failure occurred and was related to the event. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the pt had his ambicor device replaced due to cylinder aneurysm and "could not inflate." No pt complications were reported in relation to this event.